Event description:
The customer reported via phone call that the insulin pump was alarming compromised force sensor system when attempting to complete the manual prime. The customer's blood glucose was 343 mg/dl. While troubleshooting, the customer stated that he was unable to exit the "preparing to prime" loop. The customer stated that the insulin pump was not bumped or dropped prior to the alarm occurring. The customer stated the drive support cap appeared normal. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.